Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance and the stylet failed to be inserted on the lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were for high pacing impedance and failure to advance the stylet. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. The reported event for failure to advance the stylet was confirmed. Analysis found the stylet to be obstructed by blood in the inner coil. The reported event for high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for failure to advance the stylet was due to blood in the inner coil.